Event description:
Smiths medical jelco hypodermic needle-pro 25 g 1 inch use for covid-19 under emergency use authorization (eua): was used while administering moderna covid vaccine, needle and hub separated from safety device/syringe. Needle remained in patient's arm after administration of medication. The needle/hub was removed from patient's arm. FDA safety report ID # (B)(4).